Event description:
The customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset. The malfunction did not recur, and the customer was instructed to call back if any issues persist, after which the customer understood and continued using the pump.